Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer receives device 8110 (s/n (B)(4), with error log 356.6710. Case resolution: customer receives device 8110 (s/n (B)(4), with error log 356.6710. ¿ explained to customer the problematic issues that produce the said error code. ¿ identified error reference to logic board not detecting communications of linear sensor assembly. ¿ reviewed with customer and suggested to send device for service depot repair. ¿ transfer customer to our service notification group to assist with RMA request. ¿ informed customer if any further concerns and/or issues to give a call back. ¿ end call.